Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the cahp 150 dialyzer. Incident was noted at the start of treatment by the braun hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 200 cc. No pt injury or medical intervention was reported per hcp. It was reported that the dialyzer had been reused 11 times.